Event description:
Patient presented to the physician with slurred speech. Physician referred the patient for speech exercises.

Event description:
Patient presented to the physician with slurred speech. Physician provided the patient with tongue exercises. This resolved the issue.